Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the coiled cable came off the iabp easily. The coiled cable and backplane to the coiled cable were replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that when a getinge field service engineer went to the customer's site to perform a repair on the cardiosave intra-aortic balloon pump (iabp), the customer showed the fse a video of the iabp alarming as if the monitor was disconnected from the pump during a patient transport. There was no reported injury to the patient and no adverse event was reported.

Event description:
It was reported that when a getinge field service engineer went to the customer's site to perform a repair on the cardiosave intra-aortic balloon pump (iabp), the customer showed the fse a video of the iabp alarming as if the monitor was disconnected from the pump during a patient transport. There was no reported injury to the patient and no adverse event was reported.